Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.  The device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the battery impedance value was beyond the expected upper range. The elective replacement indicator (eri) was triggered on (B)(6) 2015, prior to explant and was due to the high battery impedance. Ramware version three was installed on (B)(6) 2011.

Event description:
It was reported that the implantable pulse generator (ipg) reached end of service (eos) early. The device was scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.